Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient felt a pop of the foley catheter balloon and a sharp pain in bladder and then passed blood into leg bag. Reassurance given to patient that a visit would be made and advised to drink water. When visited the patient showed the leg bad which had slight blood staining visible. The patient was mobilised to the bedroom and consent taken for care intervention. Then the hand hygiene completed and ppe worn as per policy. On deflation of balloon, minimal water removed. On removal of catheter, catheter was sitting just inside urethra. On examination catheter balloon had appeared to burst but all balloon accounted for.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional action is required at this time. Correction: d,e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient felt a pop of the foley catheter balloon and a sharp pain in bladder and then passed blood into leg bag. Reassurance given to patient that a visit would be made and advised to drink water. When visited the patient showed the leg bad which had slight blood staining visible. The patient was mobilised to the bedroom and consent taken for care intervention. Then the hand hygiene completed and ppe worn as per policy. On deflation of balloon, minimal water removed. On removal of catheter, catheter was sitting just inside urethra. On examination catheter balloon had appeared to burst but all balloon accounted for.